Event description:
It was reported that the patient experienced a hematoma at the device site. The hematoma was evacuated and the device had normal function; the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-65 lead, implanted: (B)(6) 1998. (B)(4).